Manufacturer narrative:
The report was rec'd from (B)(4) an regulatory agency. The hospital and pt info are confidential and will not be released. Results: the sample is not available for eval. Conclusions: because the sample was not available for investigation, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The catheter broke while indwelling.